Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling during signal acquisition through pads and subsequent discharge, and defib cyscling without dupliating the customer's report. The device passed all testing, was recertified, and returned to the customer. No trend is associated with reports of this type.